Event description:
The customer reported via phone call indicating that the insulin pump alarm an a21 and had a crack on lower left and lower right of a display window. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, a cracked case near the display window corners and a cracked reservoir tube lip. The insulin pump passed the reset error test with no error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.